Manufacturer narrative:
Exact date or dates of the event is unknown. (B)(6). (B)(4) .the distributor field service engineer evaluated the excimer laser at the customer's location and did not find any issues that related to the event. The service engineer performed a system preventive maintenance including all calibrations and recommended to the clinic that they use a dehumidifier in the laser suite. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that ten laser vision correction patients who were treated with conventional hyperopic treatments presented with induced cylinders of 0.25 to 0.75dc at 180 degrees at a post operative examination. The patients required corrective lenses following the treatments. Additional details on this report have been requested; however, have not been provided.